Manufacturer narrative:
Device analysis revealed: returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 3 kinks located 105.5cm, 124.5cm and 173cm from the tip. There was peeled coating at the 124.5cm and 173cm from the tip. The tip showed a bend and stretched coils. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that is was polished correctly. The wire end showed no damage. The guidewire tip was removed to view the sensor and to verify that the sensor was not cracked or damaged. No damage was noticed on the sensor. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on the product analysis completed on november 22, 2019. A comet pressure wire was selected for use in a fractional flow reserve (ffr) procedure. While taking measurements drift was occurring, displaying a value of 1.10. No patient complications were reported. However, the returned product analysis revealed peeled coating.